Event description:
Pt has implantable medtronic defibrillator. Pt seen for routine pacemaker follow-up. The ventricular lead was found to be defective causing unneeded shocks. The lead was replaced 3 days later.